Event description:
The customer's mother stated that the customer was vomiting and experiencing high blood glucose levels. The customer's blood glucose read "high" on the glucometer at the time of the phone call. The customer's mother stated that the customer has the flu and strep throat. The customer's mother stated that she was going to take the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.